Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected e70 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and in history contains motor position encoder error alarm. Customer was able to clear alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.